Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient has an impedance issue and has an error message saying 'system has reached max settings.' Agent had caller check impedances and caller said the only contact pair out of range was 0/3 at >4k ohms. The caller noted that they were seeing the max settings message on a custom program they made with 0-1-2+ and did note that the doctor had advised increasing the rate from 14hz to 21hz--the max settings message showed up when stim was increased to 4.5ma. Agent reviewed that this message is related to settings and impedance values so they will need to consider programming with contact pairs that have the most viable impedance values.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances was unknown. When asked about the steps taken to resolve the issue they stated that they did several impedance checks. It was unknown if the issue was resolved. When asked about the cause of the max settings message they stated that it was related to the impedance issue. The cause was unknown. It was unknown what steps were taken to resolve the issue. The patient was undergoing the trial and they would decide what to do if the patient moved to a stage 2. It was unknown if the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.